Event description:
Pt is (B)(6) in 2005, had vaginal surgery (B)(6) 2012 with gyn, pt felt palpable mesh post op. Pt sent to (B)(6) for evaluation. Pt with 5mm bilateral deep approximately (4cm from introitus) vaginal fornix palpable mesh. Reason for use: urge and stress incontinence.